Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth and infection at implant site; subsequently the abutment was removed under general anaesthetic and the patient was treated with IV antibiotics for a duration of 6 weeks.